Manufacturer narrative:
Control solution testing results were within the valid range.

Event description:
Customer reported receiving freestyle blood glucose test results of 246 and 160 mg/dl. The results of the comparison are outside the manufacturer's allowed 20% variance.